Manufacturer narrative:
(B)(4).

Event description:
It was reported via dexcom customer survey response on (B)(6) 2015, that on (B)(6) 2015, there was a potential transmitter issue. No additional event or patient information is available.